Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).

Event description:
Report received from (B)(6) stating that the device had damaged locking components. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.